Event description:
It was reported that the continuous cardiac output (cco) value was incorrect. When the monitor was inspected with a simulator, the displayed cco was 6.7~6.9 l/min, although it is 6 l/min normally. No alarm was noted. There is no report of any patient injury. No other details provided.

Manufacturer narrative:
Evaluation of the subject device is anticipated; however, analysis has not begun at this time. A supplemental report will be submitted with our findings once the product evaluation is completed. No further actions possible at this time.

Manufacturer narrative:
Evaluation summary: complete functional testing of the device was performed without issue. No physical damage was found during the visual inspection. Review of the device manufacturing records confirm that there were no nonconformances. Device manufacturing record review. Additional manufacturer narrative: the reported event could not be confirmed through evaluation of the subject device. The monitor can reasonably be exempted as a possible contributor to the customer¿s complaint. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as there was no evidence of any failure of the device to function appropriately.